Event description:
Low blood sugar [blood glucose decreased], blurry vision [vision blurred]. Case description: medical device information: novopen 3 class ilb. This spontaneous report, reported by a consumer, received from the united states and reported as "low blood sugar and blurry vision" concerns a (B) (6) male patient treated with novolog mix 70/30 penfill (dual acting insulin aspart) from 2003 to ongoing, novolin n penfill (insulin human) from 2003 to ongoing and a novopen3 for "insulin requiring type ii diabetes mellitus." Medical history included back injury of spinal disc building and unspecified back surgery. In (B) (6) 2006, a consumer was preparing for outpatient back surgery. In the preparation room, his blood glucose level was 20mg/dl. Subsequently, he was given sugar water intravenously to treat his blood glucose level. He reported that the needle inserted into his arm was not large enough to administer sugar water and as a result a vein ruptured. After the surgery was performed, his blood glucose level normalized to 80-90 mg/dl and was released that same day. He stated that he has experienced low fasting glucose between 40-60 mg/dl intermittently. He stated that the insulin acts too quickly and he wakes up with hypoglycemia, especially when he eats less. He also reported that he has experienced blurry vision on occasion. The overall outcome was reported as 'not recovered'. Reporter's causality: unknown. Novo nordisk causality: reportable.